Manufacturer narrative:
Information received from the manufacturer's technical service representative stated that the user checked the thermogard console, the airtrap was cleaned and moisture was cleared. The device operated as intended with no further issue reported. Additionally, the thermogard console is a reusable device and was manufactured on 18 oct 2011. It has exceeded its expected serviceable life of five years. The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) during patient use, displayed an airtrap alarm approximately 22 to 24 hours into ivtm therapy. Upon examination, the user observed fluid in the airtrap holder. The issue was cleared after cleaning and drying the airtrap. Ivtm treatment was resumed; however, after an unspecified time, saline was observed exiting off the top of the start-up kit (suk) airtrap. Damage was also observed on the suk. The use of the thermogard console was discontinued. No impact or patient consequence was reported.